Manufacturer narrative:
Per phone call: the seam and armrests are both torn and the customer is also experiencing issues with the brakes on the wheelchair. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per phone call: the seam and armrests are both torn and the customer is also experiencing issues with the brakes on the wheelchair.